Event description:
Per the clinic, the patient received a middle ear steroid injection in (B)(6) 2013 (exact date not reported) to treat tinnitus. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report, (B)(4)2013. It is unknown if the tinnitus is related/caused by the device. Treatment did not resolve the issue.

Manufacturer narrative:
(B)(4) implanted device remains.